Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set had a y-connector defect. This was observed during priming. It was further specified that ¿the part that was supposed to be connected with luer on IV extension was broken and not able to be connected as it would not slide¿. The device was flushed with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed to the sample using naked eye, all components are correctly placed and according to specifications, and no visual defect were observed. Pressure test and clear passage under water was performed and all the results were satisfactory. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.